Manufacturer narrative:
If add'l info becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat # 6051-0935a, lot # 23466404, description: secur-fit ha hip stem #9, cat # 06-2800, lot #22700501, description: c-taper cocr lfit head 28mm/0. Cat # 2041c-2854, lot # 1ypsaa, description: crossfire 10 deg insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that "pt called to report that he is experiencing pain since the surgery. In (B)(6) 2010, he went in for a surgery to treat bone spurs, but the pain continues. Pt is looking for answers as to why he is experiencing pain, and if any of his implants are part of a recall."